Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated during pd treatment he received an "m31 air detected in cassette" and during dwell 3/5. The pd patient confirmed no air bubbles were noted in any of the lines and all lines were securely connected. The patient rebooted the cycler and after resuming the treatment the alarm occurred again. The treatment was cancelled and once the patient removed the cassette he noticed fluid leaking all over the floor. The patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. The patient confirmed there was no issue with overfill and no injury occurred. Ronald stated he was not required to come into the clinic, no prophylactic medication was provided and he did not require any medical intervention or additional treatment as a result of the reported fluid leak. The patient stated he was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the new cycler without further issue and stated the sample was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the cycler was returned for investigation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An accelerated stress test (ast) was performed and passed. No fluid leaks in the test cassette during the accelerated stress test. Patient sensor calibration check and mushroom head check passed. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
A peritoneal dialysis (pd) patient stated during pd treatment he received an "m31 air detected in cassette" and during dwell 3/5. The pd patient confirmed no air bubbles were noted in any of the lines and all lines were securely connected. The patient rebooted the cycler and after resuming the treatment the alarm occurred again. The treatment was cancelled and once the patient removed the cassette he noticed fluid leaking all over the floor. The patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. The patient confirmed there was no issue with overfill and no injury occurred. Ronald stated he was not required to come into the clinic, no prophylactic medication was provided and he did not require any medical intervention or additional treatment as a result of the reported fluid leak. The patient stated he was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the new cycler without further issue and stated the sample was discarded and was no longer available to be returned for evaluation.